Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up due to fever. Upon examination, it was noted that there was bacteremia and lead endocarditis on the patient implantable cardioverter defibrillator (ICD) and the leads. The physician explanted the ICD on (B)(6) 2021 due to infection. The patient was in stable condition.